Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted, and the drive cable is damaged at the tip and at the handle. Functional testing was not conducted and due to the damage in the drive cable. Hence, the complaint can be confirmed. This observation will be monitored and trended.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a myosure procedure on (B)(6) 2024 the myosure device became dull during intraoperative use. Upon removal it was noted that the device was hot to touch, and that the handpiece was stuck inside the generator and that wires were exposed at the handle of the device. A second device was opened to complete the procedure. No patient injury or staff reported. No other information available.